Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a bruise around the device the day after having a synthetic block; the pt is also experiencing backache and tailbone pain with sharp pains down the legs. The device appeared to protrude from the skin and that it is painful to recharge. The device is now turned off due to over stimulation sensation. Additional info from the hcp indicated an x-ray was done on (B)(6) 2010 (results unspecified). Exploration and replacement of the system occurred on (B)(6) 2010. The pt outcome was reported as no injury following replacement.